Event description:
Rptr was implanted with saline breast implants in 1/79. On oct of the same year, rptr had to have surgery for capsular contracture. Rptr became extremely ill in 1981, and has been disabled since 1984, and on disability since age 30. Rptr now has capsular contracture of the left breast, and painful deflated (50%) right breast. Rptr is non-functional most of the time, and also lost job in 1985. Family has suffered very much, also. Post implantation: (all diagnosed by md's) are as follows: hydronephrosis of right kidney - important factors; systemic infections through 1985, and chronic inflammatory changes in pathology report of removed kidney. Exploratory surgery for explosive abdominal pain in 1981, and then again in 1984, also for urinary incontinence in 1984, and again in 1985. Infected lymph node removed in submental area, in 1987, 2nd removed in same area, in 1989, and 3rd is still present in same area. Irritable bowel, gastroenteritis, insomnia, depression, anxiety, chronic fatigue syndrome, epstein-barr virus, esophagitis, urinary incontinence, bowel incontinence, fibromyalgias, autoimmune disease, conn tissue disease, bronchitis, asthma, chronic sinusitis, systemic infections, lymphadenitis, vertigo, photosensitivity, hypothyroidism, urticaria, high blood pressure, hypocholesterolemia, hyperlipidemia, muskuloskeletal pain, keloids, chemical sensitivity, vascular headaches, neuropathy, myoclonic jerking, discoid lupus, psoriatic arthritis, hydronephrosis, and bladder spasms.